Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation was stage ii uterovaginal prolapse and dyspareunia. The procedure performed was total abdominal hysterectomy and abdominal sacrocolpopexy. Complications post surgipro implant was vaginal cuff mesh erosion.